Event description:
On (B)(6) 2019, during a routine activation appointment while crimping the stops on a maxillary 19x25tma archwire, the beak of an ormco weinghart plier broke intra-orally. This resulted in a slip and fracture of the mesial incisal corner of the patient's #21 as well as a small laceration of the attached gingival apical to the #21 and a small cut in the maxillary lip near the vermillion border. The patient required a composite restoration on the #21 which was completed by the family dentist 48 hours later. Future restorative needs for the #21 are undetermined at this time, however, it is likely that the patient will require future prosthodontic treatment with either a porcelain veneer or a full coverage crown.